Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: unk competitor implantable cardioverter-defibrillator. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a "jump" in impedance and a patient alert was triggered. It was also reported that an x-ray revealed the lead has a possible insulation break. The rv lead remains in use, but a revision is planned. No patient complications have been reported as a result of this event.